Manufacturer narrative:
The customer did troubleshooting and made repairs. A few days later a field service engineer (fse) was dispatched: the fse made several repairs to the hydro system and replaced reagent probes and wash collars. Upon recur; the hardware failures could cause erroneous results on any or all cartridge chemistries. Treatment could be initiated or withheld based on erroneous results. Hardware may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding erroneously low cholesterol (chol) and erroneously high hdld results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The original samples were re-tested and results obtained were in different clinical ranges. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.